Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's wife reported via phone call that they experienced low blood glucose levels of 39 mg/dl. The customer stated that the buttons did not always respond and were hard to press. The customer was treated for the low blood glucose with 1/2 bottle of glucerna and 1/4 cup of cottage cheese and 1/2 cup of diced peaches. Customer's blood glucose level was 122 mg/dl at the time of the call. The customer was assisted with troubleshooting. Customer stated that the drive support cap was normal. There was no indication that the insulin pump over delivered insulin. The product was returned for analysis.

Manufacturer narrative:
The pump was received with no act button response due to corroded keypad traces. No button error alarm was noted during testing. Unable to perform all functional testing, including the displacement, operating currents, unexpected restart, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests due to the buttons not responding. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.